Event description:
It was reported that prior to implant the device could not be interrogated. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was confirmed to have no communication of any type when it was received. The battery was returned to the supplier for analysis and they reported the glass to metal seal had contamination on the inner side that was most probably nickel. The cause of the battery depletion was probably the contamination on the glass seal inside the battery.